Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: interstim; product ID: 3889-28 (lot: va20xyp); product type: 0200-lead; implant date: on (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they went to get an MRI done, but they could not receive an MRI due to having abandoned leads. Patient stated that they got their latest device so that it would be compatible with MRI's, but when they went in to do that they broke one of the leads. Patient said they were told they would be able to get the MRI, but now they couldn't get one. Agent reviewed MRI guidelines for abandoned product. The patient reported that they were told that it could be dangerous to remove their current system, but they were hoping to have their system removed so that they can receive MRI's. The patient was redirected to their healthcare provider to further address the issue.